Manufacturer narrative:
A complaint was received on 12/04/2023 reporting 20ml clear plastic syringe cracked while under pressure leaking blood out. No injury or delay was reported. A supplier corrective action request (scar) was issued to the syringe supplier becton-dickinson division. The sample has been returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
20ml clear plastic syringe cracked while under pressure leaking blood out.

Manufacturer narrative:
A complaint was received on 12/04/2023 reporting 20ml clear plastic syringe cracked while under pressure leaking blood out. No injury or delay was reported. The sample has been returned within a biohazard bag and determined to be contaminated therefore, it was unable to be returned to the supplier for evaluation. However, a picture of the bagged sample was sent to the supplier. A supplier corrective action request (scar) was issued to the syringe supplier becton-dickinson division. The root cause was unable to be determined by the supplier becton-dickinson division. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. It is not possible to observe a syringe with the symptoms reported. Without the actual sample analysis, a probable root cause could not be determined. Corrective and preventive actions were unable to be taken by becton-dickinson division. A device history record review was completed for provided material number (B)(4), lot 3004931. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptoms reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Production records were reviewed, and no issues were found. An inventory check of the syringe was made by deroyal, a total of (B)(4) of the 5-20057 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.